Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods") and infection ("constant infections"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and infection outcome was unknown. The reporter considered infection, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- heavy periods, infection, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods") and infection ("constant infections"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and infection outcome was unknown. The reporter considered infection, menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- heavy periods, infection, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.